Event description:
The event involved a secondary tubing set which was reported to have leaked chemotherapy medication at the location of the filter. The nurse was back-priming the line in order to get the last few drops when she noticed liquid outside of the tubing. The user reported to have only seen a few drops on the pump itself and the pump below it, but nothing on the IV pole or on the ground below so hopefully she caught it pretty early. It does not appear that it was leaking the entire infusion. It was reported that a couple of drops initially got on the nurse's hand when she discovered the leak; hands were immediately and thoroughly washed. No skin irritation or harm noted within the couple days after the event. Protection personal equipment (ppe) including chemo gowns, glasses, and double gloves were donned after the leak was discovered before cleaning it up. There was patient involvement but no harm was reported as a consequence of this event. The leak did not reach the patient. The spill was cleaned up per facility's protocol and a spill kit was used, the absorbent drape was used to wipe up the leaked drops of chemo and was disposed of in the provided hazardous waste bag.

Manufacturer narrative:
The device has been received for evaluation. However; investigation is not yet complete.

Manufacturer narrative:
One used 30" (76 cm) appx 6.1 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, 0.2 micron filter, spiros®, hanger, drop-in red cap and one used baxter 0.9% sodium chloride injection usp 200 ml intravenous bag with carboplatin were received for evaluation as well as a photo showing the 0.2 micron filter with an arrow pointing to the inlet port bonding pocket.. As received, the tubing was observed to be partially torn at the inlet port of the 0.2 micron filter. The set was leak tested according to product specifications. A leak was observed from the partially torn tubing at the inlet port of the 0.2 micron filter. The bond around the tubing looked secure and there was sufficient solvent. The reported complaint can be confirmed. The probable cause is due to an unintentional bending force during use. A device history review could not be conducted because no lot number(s) was/were identified.